Event description:
Problem is ongoing. Received replacement sling, model 50025, joerns healthcare, purchased online. Applied to patient using normal procedure. Patient ((B)(6), quadriplegic due to als) fell through opening during transfer from wheelchair to bed and required immediate intervention to hold him up to prevent fall. Later measurement (photos with older/newer sling superimposed and showing height/width differences were provided to manufacturer, who took no subsequent action) revealed that the dimensions of the 50025 model (mesh, divided leg sling with head support) since a production change in (B)(4) 2012, have changed from the previous model. This change was not communicated in any product brochure or retailer listings and thus other patients may be at risk. This is even more possible given that trim material has also changed in new model (acknowledged by manufacturer), and is now much rougher than previous model, creates more friction, more difficult to place precisely under immobile patient in seated transfers. Patient continues to fall through sling despite adaptive efforts in placement approximately 33% of transfers, requiring greater speed in transfers, which in turn creates safety issues.